Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user who had recently initiated ilet therapy experienced hyperglycemia, with cgm indicating ¿high¿ and a reported value of 315 mg/dl, lasting about three hours after breakfast despite system operation checks and a fill tubing procedure passing. Symptoms included feeling high and thirst. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included user counseling, system check, and troubleshooting focused on infusion set function and learning-phase education. Investigation of this case revealed no evidence of site failure, leakage, or device malfunction, and the event occurred during the ilet learning phase. It was concluded that hyperglycemia occurred with cause unclear, and no device-related malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.